Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during inflation within the specified pressure, the balloon ruptured. The device was completely removed from the patient's body. No patient complications nor injuries were reported.